Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  patients experienced pain or discomfort as a result of the position of the ins and physician decided to create a second pocket and move the ins or adjusted the position of the ins within the existing pocket. No further patient complications are anticipated or expected as a result of this event.